Event description:
During transport from surgery, baxter colleague pump quit functioning. Two channels on the same pump shut off, opened up and dumped fluid into the patient. Both drugs were vasoactive drugs from open heart surgery. Because patient was on lvad, no harm was caused to patient. Pump was plugged in during entire surgery (for several hours). Following the event pump would not restart.